Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-03661 and 1627487-2013-03662. The pt has 2 model 3166 scs leads with the same lot number. It was reported the pt's scs system was replaced due to the pt no longer receiving effective stimulation after becoming desensitized to the therapy. It was also reported the issue resolved with the surgical intervention.